Event description:
Incorrect patient demographics associated with sample ids multiple patient reports. No incorrect demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.